Event description:
Altitude alarm 21 was reported by the customer. The blood glucose level did not exceed 500 mg/dl, remaining within a safe range. The customer was able to resume insulin delivery using the original cartridge after receiving tips from technical support on preventing future altitude alarms, and no replacement cartridge was needed.